Event description:
The reporter returned the device and indicated that a touch screen anomaly and video distortion was observed. There was not a pt involved in this event. The event date is estimated.